Event description:
It was reported that when a patient first had the implant, she was getting relief for a few weeks, then it quit and the patient had an adjustment. It worked for a while and then it quit working. The patient programmer worked for a while and then it was not working to increase stimulation. The programmer wasn¿t working and wasn¿t able to adjust stimulation since implant. It was stuck in one place and on one program, and sometimes the patient could adjust it and sometimes it wouldn¿t work. The patient had an adjustment on 2014-(B)(6) and went back to the healthcare professional three times for reprogramming. She didn¿t feel stimulation and had been going 30 to 40 times a day for 40 years. The programmer batteries were changed, the patient¿s device setting was on program 3 at 2.6 volts, and troubleshooting found that therapy was off. The patient didn¿t know how therapy was turned off or for how long. Stimulation was turned on and increased to 3.3 volts on program 3. The patient was able to feel stimulation. The patient spoke with the healthcare professional office the day of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# va0gh62, implanted: 2014-(B)(6), product type lead. (B)(4).